Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. (Weight) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient¿s ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.